Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Needle recovered, and no patient injury reported. Evaluation on-going as of the date of this report.

Event description:
Country of complaint: (B)(6). Complaint description: needle detached during surgical procedure.